Event description:
It was reported during an ablation procedure, the handle of the coolpath catheter broke and the catheter leaked. Also there was no irrigation due to torquing. The physician had torqued the catheter, so that irrigation from the IV tubing was cut off from the catheter. The handle of the catheter also leaked. The issue was noted when abnormal temperatures were seen on the stockert generator. The catheter was replaced and the procedure was completed. There were no consequences to the pt.

Manufacturer narrative:
Methods: fluid pressure test, process evaluation. Visual inspection of the returned device revealed no anomalies. Functional testing confirmed pressure dropped during leak testing. Water was pushed through the catheter lure toward the tip using a syringe and water came out through the catheter handle. The catheter handle was opened as part of the investigation; upon opening the handle, saline residue was discovered. It was determined the breakage occurred in the location of the distal end/strain relief joint of the handle. This resulted in saline entering the catheter handle during the procedure, which resulted in the handle leak. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operation context as device performance was limited due to anatomical/procedural factors.